Manufacturer narrative:
The insulin pump was received with loose/protruded drive support disk, cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip. The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump passed idle current test, run current test and displacement test. We were unable to perform self-test, off no power test, error test, occlusion test, prime test and no delivery test due to prime alarm.

Event description:
It was reported that the customer's insulin pump alarmed compromised force sensor system. The customer stated the insulin squirted out during prime and received a compromised force sensor system. The customer's blood glucose was unknown. The customer stated the drive support cap was sticking out. During seating the force sensor, it did not detect the reservoir. Advised customer to discontinue the use of the insulin pump and revert to back up plan.